Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using a powerport m.r.I. Isp via the right internal jugular vein. Sometime post procedure the patient reported pain following chemotherapy, and skin pigmentation was observed. On (B)(6) 2026, subcutaneous leakage resulted in necrosis, and the cv port was subsequently removed. Upon removal, cracks and fluid leak in the catheter were confirmed. On (B)(6) 2026, the port was reinserted via the left internal jugular vein. The patient is currently under observation.